Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 ventilator had a battery malfunction. Patient involvement was not provided by the customer. The ventilator was evaluated and it was determined that the bios battery failed. Boot loader and software upgrade was performed. The ventilator passed testing and calibration.